Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown, but was sometime in (B)(6) 2013. A batch review will be performed for h13f20059 and h13g09019. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient/event as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. The patient was later discharged from the hospital and was reported to be recovering from the reported event. The pd therapy was discontinued and the patient was switched to in-center hemodialysis. Additional information was requested, but is not available at this time. This is report 1 of 4 for this event.